Manufacturer narrative:
The insulin pump had current within specification. No blank display was noted. The display board was okay. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. The insulin pump was received with a stripped battery cap coin slot. No number ramping or scroll bar anomaly was noted.

Event description:
Customer reported that he was able to remove the battery cap but seems like it is stripped. Customer reported that the display on the screen is blank. Customer stated that the insulin pump has been dropped a few times before but not on that day. The device has not been exposed to moisture. Customer stated that the battery compartment and the spring are neither damaged nor corroded. The display returned with a battery change. Customer also reported that the when setting up to give an insulin bolus dose; the numbers on the screen keep scrolling on their own. Customer reports possible moisture exposure to sweat from yard work and the device has been dropped in the past. Blood glucose is 107 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.